Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer's blood glucose level was 125 mg/dl. The customer stated that insulin pump received unexpected restart alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronics and motor assembly noted. Unable to confirm unexpected restart alarm and unable to perform any tests due to blank display. Insulin pump was received with corroded battery tube noted.